Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt mentioned they stopped charging their spinal cord stimulator(scs) a few months ago and allowed their scs to deplete because the scs took "all day to charge up" and "was not that easy to charge." Pt mentioned they now needed an MRI and needed to enter MRI mode. Patient services specialist(pss) suggested the pt try to charge their scs on the call, but the pt said they would call back if they had any issues at all. Pt said their hcp, dr. Mccan said they "may need a new scs" because of the charging difficulties.redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2022-12-08. The pt reported that the implant needed to be trickle charged. Pt said it takes most of the day to charge and when they use it, it uses up the battery pretty fast. Pt talked to a rep on the phone and next step was to meet with them to get it charged up enough to put it into MRI mode so they can have an MRI. Issue was not resolved, pt missed their appointment with their rep and were going to reschedule with them. Pt had an appointment with their hcp on (B)(6)2022.

Event description:
Additional information was received from the patient. They reported that the ins hadn't worked in over a year. Pt said that they had called awhile back and talked to someone over the phone who got them to trickle charge the ins and they got the ins working, however it didn't stay working. Pt said that they were supposed to meet someone at the healthcare provider (hcp) office, but they were late getting there and the manufacturer representative (rep) had to leave. Pt said that they got a new neurosurgeon that they were going to see soon. Pt inquired about coordinating having a rep at the appt as they thought that the ins needed to be replaced. Pt said that if that date didn't work, then they also had another appt with their ortho doctor later on. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.